Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
Related manufacturer reference number: 2017865-2019-05256. It was reported that the right ventricular lead exhibited noise. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was explanted along with a previously capped lead and the right ventricular lead was replaced.